Event description:
It was reported that during preparation for a coronary artery drug-eluting stenting treatment procedure, damage to the taxus liberte stent was noted. The procedure was completed with another device. There was no patient contact and no complications for the patient as a result of this event.

Manufacturer narrative:
Review of the shop floor paperwork for this batch found that the device met its material, assembly, and product specifications at the time of release to distribution. Device analysis confirmed the complaint reported. Visual and microscopic examination of the returned device revealed distal stent damage. One of the stent struts was raised. Distal stent damage is generally consistent with the device meeting some form of restriction during insertion. The stent protector was not returned, and solidified blood was found inside the inflation lumen of the device, indicating that the device was used. Taking into consideration the type of damage analyzed, handling damage is the most probable root cause of this event.